Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they were normally using group g for their therapy, and they set the range from 1.8 to 2.2, but starting last night the settings went down to .8 and .8 and they cannot increase the group program settings or even individual programs. Patient said when they tried increasing it, they will get therapy increase not available message low output detected, and it was the same with all groups. Patient also said they only had groups c to g and now they also got a and b. Patient said they have tried putting it on MRI mode and turning it back on, and they tried turning the therapy off and putting it back on, but it did not fix the issue. Patient also said the implant was fully charged, they have tried looking online and, on the manuals, but they could not find anything. Patient also said last night the implant was fully charged and now it was down to 70%. Agent had the patient try increasing group g, and the message thera py increased not available. Agent has the patient reset the communicator and the handheld device but same issue was persisting. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient called back and repeated previously documented information. Pt reported using group g but was unable to adjust settings. When pt attempted to increase settings, received "therapy increase not available." No symptoms were reported.